Event description:
The patient was in septic shock and required multiple medications. Point of care glucose (poc) was done at 1800 with an abnormally low level. The patient's nurse repeated the poc glucose at 2030 resulting in a glucose of 42. The neonatal nurse practitioner was notified and another poc glucose was checked at 2130 resulting in 34. IV lines were checked for occlusions or leaks. The nurse found the patient's sheets to be wet with what appeared to be hyperal solution.